Manufacturer narrative:
Insulin pump alarmed pump error 43 during the force sensor test due to corrosion on the force sensor. Unable to perform the occlusion test due to pump error 43. Moisture damage was found on the motor during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump restarted twice. In the alarm history there were three pump error 43 alarms. The customer was not able to rewind. Customer's blood glucose level was between 300 mg/dl and 400 mg/l. The customer had bronchitis and took loads of insulin. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.